Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that the monopolar curved scissors (mcs) tip cover accessory (tip cover) was "falling off" from the mcs instrument. The initial information was unable to specify if the issue was identified during a da vinci-assisted surgical procedure.